Event description:
It was reported that blood was leaking from hub area of device. There was a patient involvement, but no patient harm reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter last name unknown. E1. Initial reporter email unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and tested for leakage, confirming the allegation. Leakage occurs in correspondence of a hole located in the portion of the tube inside the hub. Functional testing also confirmed the issue. The probable root cause is that this defect originated in the acam phase, where the tube, the hub and the eyelet get assembled, due to an accidental temporary misalignment of an assembly station (possibly the eyelet insertion station). A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.